Manufacturer narrative:
To this day, there is no information available for device nor patient, if there is any new information a supplemental will be sent.

Event description:
It was reported that there was an emergency operation and that there was a device involved. To this day, no further information is available. No additional adverse patient effects were reported.

Event description:
It was reported that there was an emergency operation and that there was a device involved. To this day, no further information is available. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes.